Event description:
It was reported that the asymptomatic patient presented in clinic for a routine device check. Upon interrogation, the pulse generator exhibited far r-wave oversensing which caused inappropriate automatic mode switching. Programming changes were made. The patient would continue to be monitored with regular follow-up visits.